Event description:
As reported by the user facility: when nurse practicing using introcan safety needle, the clip engaged and she put it on a paper towel. When picking up the towel, the clip slid up the shaft and nurse stuck herself. No add'l info was provided by the facility after several attempts were made to the facility requesting add'l info.